Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation's findings, the most likely causes of the "distal end-cover has foreign objects" and "forceps channel port has foreign objects" were not established. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's forceps channel port and distal end cover were found to have foreign objects. There was no patient involvement.